Event description:
It was reported that during the placement of the second stent in the femoral artery, the shaft became separated and would only deploy the stent 3/4 of the way. The procedure was done sheathless, using a 0.035 stiff guidewire. An attempt was made to manually deploy the stent, but it moved and was misplaced during deployment. A cutdown was performed and the stent was removed. An angioplasty was done to complete the procedure with a 6x4 pta balloon.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing. The tuohy borst adapter and the 2-way stop cock were open. There was a kink in the outer sheath 250 mm from the tip. The stent graft had been released and was missing. The inner catheter and filling material protruded 230 mm from the outer sheath. The complaint is confirmed. The evaluation of the sample revealed that the outer sheath of the catheter was elongated and torn off. The condition of sample leads to conclude that the system was exposed to high friction forces during advancement in the vessel, which may have resulted in the described deployment difficulties and the fracture of the outer sheath. However, based on the evaluation of the sample and the info provided, the root cause for the deployment difficulties and the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.